Event description:
It was reported the customer received several alarms on their insulin pump. Customer reported receiving a test failure alarm and an unexpected restart alarm on their insulin pump. It was also found the customer had a motor error alarm. Troubleshooting found the customer did not program their temp basal prior to the alarms occurring. It was also found the customer was able to complete the rewind sequence on their insulin pump. The customer's blood glucose was unknown. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with some cosmetic damage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.